Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that the enlite sensor failed per specifications due to low readings.

Event description:
Customer reported a difference in his sensor glucose readings and blood glucose levels. He stated that his sensor says he is low, but when he checked his blood glucose it was 180 mg/dl. He has also had bad sensor alarms. Customer has had the current sensor in for a few days and it keeps saying he is under 50 mg/dl. In the sensor history, the biggest discrepancy between sensor reading and blood glucose was a 72% difference. Customer called back a few hours later, stating he received two calibration errors and a change sensor error. Replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.